Manufacturer narrative:
This event was reviewed by the abbott erosion board and confirmed that erosion occurred.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information come from "catheterization and cardiovascular interventions" 89:502¿504 (2017). Title: "late tissue erosion after transcatheter closure of an atrial septal defect." The patient's 21 mm secundum asd was percutaneously repaired with a 22 mm amplatzer septal occluder (aso). The patient had an uneventful course post-procedure. Approximately 4 years post procedure, the patient presented with sudden onset sharp retrosternal chest pain associated with dyspnea. Computed tomography angiography (cta) of the chest revealed a large pericardial effusion, consistent with hemopericardium. A transesophageal echocardiogram (tee) re-demonstrated the large pericardial effusion and confirmed tamponade physiology. Additionally, a large thrombus attached to the right atrial surface of the aso was noted. The patient was taken to the operating room emergently, where the aso was found to have eroded through the left atrial wall leading to hemopericardium. The aso and associated thrombus were removed. The pericardial collection was evacuated as well. The left atrial perforation was surgically repaired and the secundum asd was closed by patch repair. The patient had an uneventful post-operative course and was discharged home 5 days after his presentation. According to the article, late tissue erosion leading to perforation and cardiac tamponade should be should be suspected in patients with a remote history of transcatheter asd closure with an aso device who present with acute chest pain or dyspnea and signs of hemodynamic instability. A high index of suspicion is crucial for the prompt identification and management of this potentially fatal complication.